Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela turbine and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed the turbine interface has become corrupted and failed.

Event description:
The customer reported that their vela ventilator displayed "vent inop" and "motor fault" alarm conditions. The customer performed troubleshooting and replaced the turbine. The customer reported that there was no patient involvement.

Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted

Event description:
The customer reported that their vela ventilator displayed "vent inop" and "motor fault" alarm conditions. The customer performed troubleshooting and replaced the turbine. The customer reported that there was no patient involvement.